Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an aortic valve replacement procedure on the same date in which episodes with an extra signal on the right ventricular lead electrogram (egm) was observed. The signal was intermittently over sensed, but no inhibition of pacing was observed due to intrinsic conduction. The health care professional mentioned that during these procedures the patient is externally paced while deploying valve. The pacemaker remains in service. There were no adverse patient effects were reported.